Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of black material within the luer port was confirmed; however, the root cause was not identified. The product returned for evaluation was one 20ga x 1¿ powerloc safety infusion set with y-site. The sample appeared free of obvious use residues. Black material was observed within the proximal luer orifice. Microscopic inspection of the material within the luer revealed it to be fibrous. It appeared to be adhered to the side of the luer. Product manufacturing processes were reviewed and no potential sources of the material were discovered. The material within the luer appeared to be consistent with plastic material pressed against the luer; however, neither the source of the material nor how it came into contact with the infusion set could be determined. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include material contact prior to device packaging or following package opening. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that a contamination of black foreign material was found when the blue lock part was removed. There was no reported patient involvement.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a contamination of black foreign material was found when the blue lock part was removed. There was no reported patient involvement. No other information provided.